Event description:
Pride rep alleges the axle plate broke off causing the wheel to fall off.

Manufacturer narrative:
Method - evaluation anticipated, but not yet begun. Conclusions - a follow-up report will be submitted upon completion of investigation.